Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that on (B)(6) 2019 there was surgical intervention to replace the left ventricle lead due to increased thresholds observed. There was no further adverse effects reported. No indication of product return for analysis. Should additional information be received, a new report will be submitted.